Manufacturer narrative:
Implanted (not returned to manufacturer).

Event description:
The tryton side branch stent dislodged from the balloon undeployed in the coronary artery. The physician pre-dilated with a 2.0 x 12 mm balloon on the diagonal wire and was unable to successfully advance the tryton stent system. The stent system was then removed and a 2.5 x 12 mm nc balloon was used to predilate the lesion. A second wire was then advanced down the diagonal to help with tracking of the tryton system after the nc balloon was removed. Again, tryton did not track down the vessel and the stent system was removed. Upon removal, the fellow noticed that the tryton stent was not on the balloon. Under fluoroscopy, it was difficult to visualize the undeployed stent. The physician decided to advance a small 1.5 mm balloon on the wire to see if it was possible to capture the stent and pull it back into the guide catheter. While this attempt did work in capturing the stent, the stent edge was caught on the guiding catheter and it could not be retrieved. A 2.5 mm balloon was advanced, which pushed the stent down the lad/diagonal wire and the stent was deployed. The physician then took a des and deployed it inside the tryton stent without complication. In the end, the outcome was good for the patient.